Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the reported issue. An ovp (operational verification procedure) was performed according to manufacturers specifications and found no issues at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea 2 ventilator was having flow trigger issues. At this time, there is no information regarding patient involvement associated with the reported event.